Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. The patient had been on continuous ambulatory peritoneal dialysis (capd) therapy prior to death, but it was unknown if pd therapy was ongoing up until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.